Event description:
A motor was confirmed in the event logs with no motor stall recovery recorded. Motor stalls have occurred approximately six times in the past one to two months. The first stall occurred on (B)(6) 2015 with a tube set message on (B)(6) 2015. On (B)(6) 2015, the stall recovered. On (B)(6) 2015, another stall occurred, and on (B)(6) 2015 it recovered. A stall occurred on (B)(6) 2015 with a tube set on (B)(6) 2015 and recovery on (B)(6) 2015. The last stall occurred on (B)(6) 2015 with a tube set on (B)(6) 2015 and no recovery at the time of the report. The pump had been alarming. The patient reported a higher pain level due to feeling like she was not getting the intrathecal medication from the pump. They were supplemented with oral dilaudid (hydromorphone). The patient¿s pump and catheter were replaced on (B)(6) 2015. Interrogation of the pump showed they should have had 9.6 ml of dilaudid, but 34 ml were pulled out of the pump, and the catheter was empty. The pump contained dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).